Event description:
Initial reporter indicated that the pt went to the operating room for surgery to have their generator replaced for end of battery life. The reporter did not know why the lead was being replaced. It was reported by the explanting hosp that the lead was replaced due to lead discontinuity. Product is at MFR site pending analysis completion.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.